Manufacturer narrative:
Batch review performed on 16-aug-2022. Lot 2111424: (B)(4) items manufactured and released on 22-nov-2021. Expiration date: 2026-11-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional components involved: liner: mpact 01.32.4052hct flat pe hc liner ø40/g (k122641) lot 2116168: (B)(4) items manufactured and released on 28-dec-2021. Expiration date: 2026-12-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Stem: sms solid 01.36.151 sms collared solid stem std size 11 (k203041) lot 2103767: (B)(4) items manufactured and released on 02-aug-2021. Expiration date: 2026-07-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Ball heads: mectacer 01.29.214 biolox delta ceramic ball head 12/14 ø 40 size l + 4 (k112115) lot 2111117: (B)(4) items manufactured and released on 29-nov-2021. Expiration date: 2026-11-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Screws: mpact 01.43.0025 cancellous bone screw ø 6,5 l 25 (k200391) lot 2109277: (B)(4) items manufactured and released on 10-nov-2021. Expiration date: 2026-10-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 2 months and 3 weeks after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Permanent hardware was implanted in this patient on (B)(6) 2023.